Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had a printed circuit board (pcb) out of specification and error in the log. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.